Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported unknown needle mechanism failure could not be conclusively determined. The formed needle was inspected, and it was found to have a dull needle tip. The dull formed needle tip is confirmed to be the cause of the reported pain during insertion.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 332 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. In addition, the patient experienced pain and the pink slide did not move forward. As treatment, a new pod was applied.